Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in doing so. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and contact support if any issues reoccurred.